Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The basic evaluation began on 2022-feb-10. It was reported that the patient said they were feeling sick to their stomach. They did decrease to 0.9 on 2/14 because of painful stimulation. They stated they did have to push and squeeze and they were in so much pain. Patient stated they are hurting pretty badly in their hip. Additional information was received from the healthcare professional. It was reported that the patient was unhappy with the interstim. The patient's husband caths the patient 4-5x day. No further complications were reported at the time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.